Event description:
Boston scientific received a patient inquiry stating their electrophysiologist was not able to program this device satisfactorily. The patient expressed concern stating the device's minute ventilation (mv) sensor response factors were not optimal; resulting in a mediocre performance. The patient reported difficulty achieving adequate heart rates, especially during moderate to strenuous exercise. The patient worked directly with boston scientific engineers and physicians, to optimize system programming and performance. Ultimately, the device was explanted and replaced with another boston scientific product. The explanted unit was not returned for analysis and no additional adverse effects resulted prior to, nor during the replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.